Event description:
During the product qc done on all bed products received upon arrival in (B) (6), it was noticed that one of the descent pedals were hanging on the ground and was not functional.

Manufacturer narrative:
Na